Event description:
While onsite to service the ventilator, a diagnostic code was noted in the ventilator's log history indicating an oxygen valve stuck closed occurrence. Upon detection of an oxygen valve stuck closed, the ventilator will alarm and continue to function using an air gas source. The customer did not report the occurrence during any previous usage or when it occurred. The customer reported the ventilator had been in use and there was no patient harm. Loss of the oxygen source can be detrimental to a patient if this type of event occurs. The manufacturer's service technician did not duplicate the finding. Extended self testing and applicable testing was completed and tests passed per operating specifications.